Manufacturer narrative:
(B)(4). Concomitant medical product - oxford uni twin-peg femoral lg, item 166943, lot 2204368, therapy date - (B)(6) 2011. Concomitant medical product - oxf uni tib tray sz e rm PMA, item 154727, lot 2113076, therapy date - (B)(6) 2011. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-00168 and 3002806535-2018-00169.

Event description:
It was reported revision due to unknown reasons,

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.